Manufacturer narrative:
Three administration set samples were tested. One set was found to have a leaking issue at filter and one set was found to have an occlusion issue at filter. The supplier will initiate corrective and preventive action to address these issues. Details can be found in the attached investigation report. (B)(4).

Event description:
The user originally reported an occlusion issue of the administration sets on (B)(6) 2017. During the investigation testing on (B)(6) 2017, zyno medical's contract supplier found a leaking issue with one IV set. With the new finding of the leaking issue, this complaint was determined as MDR reportable on (B)(6) 2017. The investigation report was received by zyno medical on (B)(6) 2017.